Event description:
It was reported that this patient had ventricular tachycardia (vt) below the programmed rate cut off. Anti-tachycardia pacing (atp) and one shock were delivered, however, due to the rate falling below the programmed therapy zone, the onset of the rate was not captured and after therapy delivery, the patient remained in the rhythm, however, it was not detected in the therapy zone again due to being below the programmed therapy zone. Technical services (ts) discussed following up with cardiologist and change rate zone parameters. The device remains in service. No adverse patient effects were reported.